Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 silicone foley catheter. Inflated balloon with in house syringe with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from pinhole in balloon measuring smaller then .011". During sample evaluation, visual evaluation noted mushroomed balloon present before and after inflation therefore the complaint was opened to capture this. Based on the physical sample received the reported event is confirmed. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 15cc balloon: use 20ml sterile water; 20cc balloon: use 25ml sterile water; 30cc balloon: use 35ml sterile water; 40cc balloon: use 45ml sterile water; 75cc balloon: use 80ml sterile water; do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient requested for re-catheterization as their catheter had fell out. Upon checking the catheter, it was found that the balloon was ruptured and when the patient caught their leg bag in their trousers, the catheter fell out. A different brand catheter was used for re-catheterization. Based upon the sample notification received on 17nov2023, the customer returned an all silicone foley catheter with material number 165812. As per the investigator's notification received on 01may2024, the balloon mushroom was identified during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient requested for re-catheterization as their catheter had fell out. Upon checking the catheter, it was found that the balloon was ruptured and when the patient caught their leg bag in their trousers, the catheter fell out. A different brand catheter was used for re-catheterization. Based upon the sample notification received on 17nov2023, the customer returned an all silicone foley catheter with material number (B)(4).